Manufacturer narrative:
(B)(4). The patient noticed cloudy effluent on (B)(6) 2015, and cloudy effluent was diagnosed on (B)(6) 2015. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was not further described. Peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the peritonitis event. The patient was treated with vancomycin (intraperitoneal(ip), 1 gram, administered once on one day), ceftazidime (ip, 2 grams every two days, duration of two days), and vancomycin (route not reported, 1.5 grams for ten days, frequency not reported) for peritonitis. Dianeal therapies were ongoing. The patient recovered from the event one day before this report was received. It was not reported if the patient was retrained on aseptic technique. No additional information is available.